Event description:
Reporter alleged the customer obtained the results of 150 mg/dl, 125 mg/dl and 81 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer took 20 mg of metformin about 1 hour prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Na

Event description:
Reporter alleged the customer obtained the results of 150 mg/dl, 125 mg/dl and 81 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer took 20 mg of metformin about 1 hour prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.